Event description:
Reporter alleged blood glucose measured 446 mg/dl back to back with a result of 196 mg/dl performed 1 minute apart. It was reported customer did not adjust insulin based on the results however when felt low, self treated with dietary adjustments regardless of the meter reading. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.